Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the clogging of nozzle led to the malfunction of foreign objects coming out of the distal end, cause not established. Based on the results of the investigation, it is likely the following led to the malfunction of presence of the foreign objects in the air water tube and the air water cylinder: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope presented foreign objects coming out from the distal end and foreign objects in the air water cylinder and the air water tube. There was no patient involvement.